Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Device was scrapped due to customer declined repair. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).